Event description:
During a left ventricular, ventricular tachycardia ablation procedure with the ensite navx and ensite array devices, the patient's blood pressure decreased, oxygen saturation and loss of consciousness occurred. Stat echocardiogram showed no evidence of pericardial effusion. The catheters were removed from the patient, emergency measures were taken and the patient was intubated. The procedure was called and the patient was transferred to cicu. The patient is reportedly recovering. The ensite catheter was discarded at the hospital. The physician stated he did not believe the ensite catheter contributed to the event. The patient was on the table at 8:15 am, the procedure began at 9:45 am, and the ensite array catheter was inserted at 16:05 pm. The event occurred at 16:10 pm. All catheters were removed from the patient at 16:15 pm.

Manufacturer narrative:
The device was not returned for analysis. However, the review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported decrease in blood pressure, oxygen saturation and loss of consciousness remain unk. It should be noted the physician does not believe the ensite catheter contributed to the event. The ensite ec1000 instructions for use (IFU) state that the ensite multi-electrode diagnostic catheter is used to record and map the electrical potentials from the right atrium.